Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the software version was 2.0.1460.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a patient receiving morphine 20 mg/ml at 5.7 mg/day via an implantable pump for unknown indication for use. The patient reported too much medication. Environmental/external/patient factors that may have led or contributed to the issue included a empty pump reservoir prior to refill. Error was noted at last refill causing pump to run dry. This created a period of time without medicine. Original dose was resumed and resulted in symptoms of overdose. The patient was transported to emergency room (ER) and dose was decreased 78.5% to min flow, 1.201 mg ms per day. The issue was resolved at time of this report with patient's status being "alive-no injury". The patient's weight was 295 lb with medical history asked but made unknown. Additional information received from the rep indicated that the reservoir volume ("20cc vs 40cc") was incorrectly input in the tablet at a previous refill. The patient's symptoms were related to a lack of balance and sleepiness. The prescribed dose was the intended dose.